Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4). Method: lens work order search. Results: visual inspection of the returned product found plate haptic is torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a (B)(4) silicone single piece lens with toric optic in pts right eye. The lens was explanted and exchanged for a different power lens. The lens was removed with no pt injury. The exchange from a 23.5/+2.0 to a 25.5/+2.0. The physician was setting the this eye for reading but they did the calculation after the surgery, the pt became myopic. The surgeon decided to do the exchange. Additional info has been requested. A supplemental medwatch will be submitted when additional info is available.

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly toric lens( 23.5 se/+2 cyl ) was explanted/exchanged, one month postoperatively, for a different power lens ( 25.5 se/+2 cyl ) of a same model to address residual refractive error. No reported problem with the lens (mislabeled or displaced) and no reported loss of bcva. It seems that the doctor opted for near vision, but his target was not achieved so the outcome was myopia. Given this information the secondary surgically intervention was performed to address refractive error (preference for near distance). Furthermore, there was no alleged problem with the iol so the most likely cause was pre-op miscalculation not related to the device. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the root cause of this event was miscalculation. (B)(4).